Manufacturer narrative:
The reported observation of unable to locate ipg was confirmed. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that although charger is able to communicate with and recharge the ipg, the ipg is unable to communicate with the neither the patient programmer nor the clinician programmer (cp). The programmer displayed the error message "generator unavailable. Make sure the generator is in range and has enough battery power and "no devices found."" Troubleshooting including multiple bluetooth (ble) resets were attempted to no avail and ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.